Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose value was 50mg/dl. Customer stated that insulin pump did hit the floor but the did not have any damage. Customer also stated that drive support cap was normal. Customer stated that insulin pump was passed the self test and displacement test. The device will not be return for analysis.